Manufacturer narrative:
(B)(4).

Event description:
It was reported that an asymptomatic patient presented to clinic for routine device follow-up. Upon interrogation, the pulse generator exhibited intermittent under sensing on the atrial channel. No intervention was reported.